Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod worn less than an hour.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the needle mechanism did not find any damage. The download data did not show any timeouts or drive stalls during the run. Though no issues were observed with the needle mechanism, it could not be determined when the device deployed. The cause of the reported event could not be determined.